Manufacturer narrative:
Additional information: b5: it was reported that a toric icl patient experienced lens rotation. Lens explant has been performed. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted. Claim # (B)(4).

Manufacturer narrative:
Expiration date: unk, no serial number reported. Device manufacturing date: unk, no serial numbers reported. Claim#: (B)(4).

Event description:
It was reported that a toric icl patient experienced lens rotation. Lens remains implanted. If additional information is received, a supplemental medwatch report will be submitted.